Event description:
It was reported the patient went to the emergency room (ER) due to diabetic ketoacidosis (dka). The patient was vomiting and blood glucose levels reached 566 mg/dl while wearing the between 1 and 4 hours. When removed from the infusion site (abdomen) the pod's cannula was found bent. At the hospital the patient placed placed on an intravenous therapy of fluids and was prescribed hurricaine one spray for a throat irritation. The patient was released a few hours later.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported diabetic ketoacidosis and ER visit. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.